Event description:
A report was received from the USA stating the ventilator had error codes indicating loss of communications. There was no pt involvement. The date of the event was not provided.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified customer reported issue. The cse found the ventilator to be inoperative and showing that extended self-testing (est), short self-test (sst) and calibrations as not being performed. The cse adjusted the graphic user interface (gui) cable and the problem went away. The cse proceeded to replace the gui cable. The ventilator passed calibrations, short self-tests (sst) and extended self-testing (est). Covidien ref: (B)(4).